Event description:
Additional information was received regarding the reported event. It was reported that there was no blood loss as the event did not occur during treatment as the dialyzer caps are not used during patient treatment. The reported leak experienced was saline dripping during prime until the hansen was connected. The certified clinical hemodialysis technician (ccht) reported that the saline leak was caused by the dialyzer caps popping off as it was reported that the caps were warped. There was no patient involvement reported and no patient/user adverse event as a result of the event.

Manufacturer narrative:
Correction provided in h6. Plant investigation: a sample was not received. The dialyzer caps were manufactured after a planned product design change. This product previously included four caps with each dialyzer, and after the change, each dialyzer included two caps to be used on both ports in place of the previously included four caps. They require the user to press the caps securely into place on the ports rather than screw them in as with the previous design. During investigation it was observed that users were applying the twist technique to secure the caps since the instructions for use (IFU) did not indicate the new push method for securing the caps. It was indicated that updates to the IFU were made as part of the design change evaluation for the new dialyzer cap, however the instructions were focused on how to transfer the caps from the end of the dialyzer to the dialysate port due to the reduction from four caps to two caps. In addition, the prior ¿twist¿ method of securing the cap was not included in the IFU therefore the method for securing the new cap was not considered during the change. It was indicated that the caps do not pop off the dialyzer when the caps are secured and priming and disposal are performed in accordance with the instructions. Flow rates, clamping, and disposal instructions are all covered in the instructions of the dialysis system. Dialyzer instructions have been improved to include information on adequately securing the cap therefore the cause of the event can be attributed to labeling. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A certified clinical hemodialysis technician (ccht) reported to technical support that two caps of an optiflux dialyzer were flattened and would not screw on properly, causing them to pop off and leak. Upon follow-up, the ccht stated that this complaint was for the new dialyzers that instead of having screw on caps had caps that fall off. The ccht could not provide the date the clinic began receiving these dialyzers but mentioned that they have leaked saline and blood during treatment as a result of the cap issue. The ccht could not specify the exact event date. No pictures were available. The issue has been resolved by using a new dialyzer. The estimated blood loss (ebl) was unknown. Additional information was requested but was not received to date.

Manufacturer narrative:
Additional information provided in b5. Correction provided in h6.

Event description:
Additional information was received regarding the reported event. It was reported that there was no blood loss as the event did not occur during treatment as the dialyzer caps are not used during patient treatment. The reported leak experienced was saline dripping during prime until the hansen was connected. The certified clinical hemodialysis technician (ccht) reported that the saline leak was caused by the dialyzer caps popping off as it was reported that the caps were warped. There was no patient involvement reported and no patient/user adverse event as a result of the event.